Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was not hospitalized. The cause of death is unknown and pending. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. Customer's sister states that the reservoir was empty at the time of the customer's passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Carelink upload was not completed as next of kin is awaiting pump release from the investigating detective. The customer was found 4 days after they passed and the pump was beeping that the reservoir was empty. Next of kin stated that the customer's passing had nothing to do with the pump.